Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that plastic ring that holds the reservoir has broke off. Customer's blood glucose was unknown at the time of the incident. Customer stated the plastic ring; res lip ring, broke off, super glued the ring back, after removing reservoir pull out o-ring; also having a broke belt clip; the belt clip broke when the spring loose then falls off the pump. The customer stated reservoir is able to lock in pump, but customer did superglue it in. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No belt clip received with unit. Unit received with missing retainer with customer applied glue/adhesive to reservoir tube lip area and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.